Event description:
It was reported that during a hand assisted nephrectomy procedure, the device locked on the vessel and would not release. The handles would open but the jaws remained closed. This occurred after the 13th or 14th firing and there was no difficulty or change in the firings. Since the vein had already been transected, these were add'l clips so there was no harm to the pt after cutting the device out. The pt is okay.

Manufacturer narrative:
Date sent: 01/07/2009. Info anticipated, but unavailable at this time.